Event description:
An impella cp device was inserted into the right femoral artery in a 74-year-old male presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), an air in purge alarm was present. The team attempted to de-air without success. The purge cassette was changed and the issue resolved. A week later, there was bleeding from the access site, and the extracorporeal membrane oxygenation (ECMO) arterial site. A compression dressing was in place, and the heparin drip was placed on hold. The patient was on plavix and an epinephrine drip. Two percloses were in place. The patient was noted in atrial fibrillation. The impella was functioning at p-7 at 3l/min. Eight days after insertion, the impella cp was removed with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. The presence of multiple invasive cannulation sites increase bleeding risks. Access site bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Medical safety review was completed and noted the following: the event may have cascaded from the impella cp. It cannot be determined if the use of anticoagulant for use of the impella device impacted/exacerbated the outcome of the bleed for the patient requiring two units of prbcs and is a serious injury (as well as the arrhythmic event) that should be reported. The patient was escalated to an impella 5.5 and experienced a hematoma at the access site that was sandbagged. The patient would eventually expire on the impella 5.5. Regarding the automated impella controller (aic) sensing issue there was no report or indication of aic-to-aic exchange contributing to a disruption in or lack of support. The patient expired for reasons unrelated to the aic (this type of event is a product malfunction). Impella 5.5 pump positioning was confirmed, and support had continued. There is no reason to believe that this hematoma is associated with the demise outcome given the information at hand. However, the impella 5.5 device was present at the time of the demise outcome and dissociation cannot be made. However, the patient's underlying condition (cardiogenic shock, inability to wean from ECMO and not a transplant candidate) most likely contributed to the outcome and the care was withdrawn which appears to have led to the demise outcome. Medical safety officer reviewed the event and noted the same; the impella 5.5 device cannot be dissociated from the outcome and impella cp is a serious injury and aic is a product malfunction type of reportable events. Change in reportability: after review of the case by the medical safety officer, it was determined the impella cp is a serious injury type of reportable event. Sections b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly. The event story also involves two other devices. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller and impella 5.5 which is associated with the demise outcome. H6 codes updated for investigation findings. Investigation summary access site adverse event (major bleed): the bleeding at multiple access sites occurred simultaneously during the case. The cause of the access site adverse event issue was most likely related to the patient condition, as bleeding was observed at multiple access sites at the same time. Clinical symptoms(arrhythmia): in order to make a cause determination, additional clinical details outlined would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump (B)(6) passed all post sterile inspection checks.

Event description:
Additional information indicates "there was an air in purge alarm that was not successful with de airing. The purge cassette was changed and this resolved the issue. The groin site bleeding was handled by holding pressure on the site and this was a successful intervention."

Manufacturer narrative:
Additional information has been provided in b5 the cause of the access site adverse event issue was most likely related to the patient condition, as bleeding was observed at multiple access sites at the same time. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that a patient presented to the hospital with an anterior in st elevation myocardial infarction after feeling uncomfortable for several days following an unrelated medical procedure. The patient was found to have a flush occlusion of their left anterior descending artery (lad) and ejection fraction of 20%. The physician then elected to place an impella cp to treat the lad. It was reported that while the patient was in the operating room there was an alarm for air in purge and low purge pressure. It was noted that the medical team attempted to de-air the purge without success. The purge cassette was changed and the low purge pressure and air in purge alarms were resolved. It was also reported that on (B)(6) 2025, the patient experienced an episode of atrial fibrillation with no information on interventions that were performed to resolve the issues. Additionally, the day before the patient had bleeding from the groin site and as a result of the bleeding heparin was withheld and manual compression was held. The bleeding complication persisted, and the patient was transfused with two units of red cells and a purse string closure was placed at the impella access site. The patient was then escalated later to an impella 5.5 for increased hemodynamic support. The patient experienced a hematoma at the axillary graph anastomosis site that was tunneled with no further complications and bleeding at the impella access site that was sandbagged to resolve. Additionally, there were false alarms for impella in the aorta when the patient coughed. The patient¿s care was withdrawn, and the patient expired on impella 5.5 support. This complaint involves one impella cp, one purge cassette used during impella cp support, one impella 5.5, and one automated impella controller which alarmed during impella 5.5 support. Purge cassette lot number is unknown. Impella cp with serial number: (B)(6), impella 5.5 with serial number: (B)(6), automated impella controller with serial number: (B)(6). This report specifically addresses the impella cp. Separate reports were submitted for the other devices associated with this complaint. Refer to section h.10 for related report numbers.

Manufacturer narrative:
A.4 and a.5 are unknown. Based on the information available, the impella cp cannot be excluded as a possible contributing factor to the patient¿s outcome. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿